Event description:
A medtronic representative reported that the monitor was flickering to black screen and then restores function. There was no patient present.

Manufacturer narrative:
Patient information not provided as no patient was involved in this concern. The device has not been returned to the manufacturer.